Event description:
It was reported that unit did not cycle. The issue was not discovered while in patient use. No patient harm recorded, and no medical intervention required.

Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. E2: is incorrect due to system limitations. H3- other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 9611178-2024-00028. Please reference file mrn 3012307300-2024-10013 for all details pertinent to this event.